Event description:
During an unrelated procedure, low sensing, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. An x-ray was performed and no anomalies were observed. Abbott technical support was contacted and no additional intervention has been performed to resolve the event at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated far field r-wave oversensing was observed on the right atrial lead.